Manufacturer narrative:
Investigation ¿ evaluation: event description: it was reported, the basket of an 'ncircle delta wire tipless stone extractor' would not close prior to an unspecified procedure that occurred on an unspecified date in (B)(6) 2025. The device was tested prior to patient contact when the issue was discovered and the device was not used on the patient. No laser was used. Another same-type device was used to complete the procedure. The patient did not require any additional interventions/procedures or experience any adverse effects due to this event. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, drawing, and quality control procedures. One ncircle delta wire tipless stone extractor was returned in open package with label. The device was returned with the basket formation in open position and 2 cm of the coil exposed. The handle did not actuate basket formation. The cannulated handle was not secured in the collet. After disassembling the handle, the basket formation could be manually actuated but the basket formation did not close completely. The handle was reset and reassembled and the handle actuated the basket formation, but the basket formation still did not close completely. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. A cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: exact date unknown, but it occurred sometime in (B)(6) 2025. E3 - occupation: 'administrative technician - operating room'. G4 - PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the basket of an 'ncircle delta wire tipless stone extractor' would not close prior to an unspecified procedure that occurred on an unspecified date in (B)(6) 2025. The device was tested prior to patient contact when the issue was discovered and the device was not used on the patient. No laser was used. Another same-type device was used to complete the procedure. The patient did not require any additional interventions/procedures or experience any adverse effects due to this event.